Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1908260: 130 items manufactured and released on 10-feb-2020. Expiration date: 2025-01-26. No anomalies found related to the problem. To date, 42 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture. The cause of it is unknown. Primary on the (B)(6) 2020. The surgeon plans to revise the stem. No revision has been scheduled at this time.